Event description:
Pt who was post-angiogram developed bradycardia & hypotension, and was extremely lethargic. Code team was called. Dr attempted to intubate pt as respiratory therapist attempted to manually bag the pt. Bag valve would not open up. Another bag was used and worked properly. Pt began breathing. Nasal cannula flow was turned up. Pulse oxygen saturation increased to 96%. Pt transferred to ccu. Medical condition improved and pt discharged to home six days later.